Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this rv lead was explanted due to noise, oversensing and pacing inhibition. New rv lead and lv lead implanted and av node ablation done.